Event description:
The customer reports during endobronchial ultrasound (ebus) procedures using a balloon with a 190 ebus scope the balloon slips off. This does not happen when the physician uses his own 180 ebus scope. There is no reported patient impact due to this occurrence. The balloon cannot be returned to olympus for evaluation as it has been discarded by the facility. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report was discarded by the facility and can not be returned for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The exact manufactured date is unknown but based on the lot number, it is implied that it was manufactured august 2021. Based on the results of the investigation, it is likely that this phenomenon occurred due to the balloon not being lubricated. The balloons might have not deflated completely when the endoscope was withdrawn from the patient. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: ¿·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury.¿ olympus will continue to monitor the field performance of this device.